Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose and a mini stroke around (B)(6) 2019 with blood glucose of 41 to 54 mg/dl at the time of the incidents. The customer was over 600 mg/dl on the day of the call, as they were off the pump. The customer did not mention how they treated. The customer experienced symptoms such as inability to walk, hallucinations, and lethargy. The customer was wearing the insulin pump during the incident. The pump was exposed to a body scanner. Troubleshooting was completed and the pump passed a displacement test. The insulin pump will not be returned for analysis.